Event description:
It was reported that during the imaging exam, a patient with weak skin sustained injuries after scraping their hands against the table cover. Stitches were required.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be provided after the investigation has been completed.

Manufacturer narrative:
The hospital determined that the injury was not caused by a CT system malfunction, but did not provide any details of the event to ge healthcare. The ge field service engineer (fse) reported that he suspected the patient's front arms were rubbed on the enclosure of the system (gantry or patient table) during cradle movement, which resulted in the patient's arms being injured. Ge engineering performed a test simulation of the event. When the patient was positioned prone and head first on the patient table with arms positioned down towards the floor, there was no concern when the cradle moved into the gantry. However, when the cradle moved out of the gantry, it was possible for the patient's arm to be rubbed on the gantry enclosure and the patient table enclosure. It was noted that the patient's arm movement was restricted and that as a result, there could be abrasion on the skin surface. According to information received from the local team, the patient's body was covered by sheets during the exam except for the lumbar spine, therefore, the technician did not observe the patient's arm position or condition during the exam and cradle movement, and could not detect that the patient's arm was rubbing on the enclosure. The hospital investigator noted that the patient had very weak skin and an arm board was not used. The fse inspected the system and found it had no defective sharp surfaces; no repair was necessary. The cause was determined to be user error, i.e. The user did not follow the warnings and caution described in the safety chapter of the user manual and technical reference manual, and the technician did not observe the condition of the patient's arm during the exam and the cradle movement.